Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient came in with a pea sized hole over pump incision due to undissolved stitch from implant 2 years ago. The patient was started on antibiotics. A cbc was ordered. There was no sign of infection. On (B)(6) 2021 there was wound improvement. On (B)(6) 2021 there was no drainage from the wound. Examination on (B)(6) 2021 revealed minimal redness on medical aspect of the pump, and there was no change to the opened wound. The patient was instructed to remain on antibiotics. On (B)(6) 2021 photos of the wound were emailed to the clinic and there was no change. On (B)(6) 2021 the patient reported improvement of the wound. It was noted that evidently the patient was not taking antibiotics as prescribed per follow up on (B)(6) 2021. Examination on (B)(6) 2021 revealed significant progression of the infection, wound size had increased to the size of a dime/skin eroded over pump to size of dime, and there was a larger area of redness. Labs were ordered and the patient was instructed to stay on antibiotics. It was noted laboratory results were never received. It was noted the pump was explanted/not replaced on (B)(6) 2021. The outcome of the event resolved without sequelae on (B)(6) 2021. The event resulted in medical or surgical intervention to prevent life threatening illness r injury or permanent impairment to a body structure or body function. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid ( 6 mg at 3.40493 mg/day), prialt (1.7 mcg at .96473 mcg/day) and bupivacaine (4 mg at 2.26995 mg/day) via an implantable pump for spinal pain. It was reported the patient called the hcp the morning of (B)(6) 2021 stating their intrathecal pump was leaking through the skin and that they had a wound on the pump. The patient was instructed to come into the office immediately. Upon examination, there was a suture knot that had never dissolved from the pump implant procedure which had worked its way out of the skin, causing an open wound over the pump leaking serosanguineous fluid. There was no damage to the pump. The wound, which was very small, about the size of a bb pellet, had exposed the pump. The wound was cleaned and the patient was prescribed an antibiotic ointment as well as oral antibiotics. The patient was given orders to complete lab work right away. The patient has the on-call clinic number and would call with any signs of infection. The patient was going to call with an update regardless on (B)(6) 2021. It was indicated the event was related to the implant procedure. The event was ongoing.